Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2022. And suture was used. During the procedure, the suture broke. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: pc- (B)(4). Date sent to the FDA: 4/28/2022. Component code: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested, and the following was obtained: when was the suture broke (in the package, during removal from package, during handling or during use on the patient)? Please specify suture broke during surgery. Was there any change in the patient¿s post-operative care due to the prolonged procedure? No post op. Effects due to surgery delayed. Please provide the lot number: unknown. Were there any unexpected outcomes or complications as a result of the prolonged surgery time? No. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent related to: 2210968-2022-03128.

Manufacturer narrative:
Product complaint number: (B)(4). Date sent to the FDA: 05/20/2022. H6 component code: g07002 - device problem not found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigation summary: product complaint (B)(4) logged in for voc performance - breakage suture on date 02-apr-22. Below is the detailed analysis of retain sample against mentioned voc. Reference sample: 09 intact reference sample foils received for investigation for code nw2382 lot t0003 along with dispenser box. Dispenser box was visually inspected and observed to be damaged from front and side. Received intact reference sample primary packs were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. Out of 09 intact foils received 04 were opened and physically inspected for any attribute defects like kinks, weak spots, broken piece, brittleness, detached needles but no such defects were observed. 05 reference sample foils were opened and visually inspected followed by knot pull tensile strength test, all the sample were found to be meeting specification requirements. 05 units of sutures were subjected to knot pull test and results of reference sample were found to be meeting specification requirement for average and individual knot pull test. Knot pull test of reference sample 1- 3.870 kgf (usp individual req-2.131 kgf). Knot pull test of reference sample 2- 3.926 kgf (usp individual req-2.131 kgf). Knot pull test of reference sample 3- 3.827 kgf (usp individual req-2.131 kgf). Knot pull test of reference sample 4- 3.720 kgf (usp individual req-2.131 kgf). Knot pull test of reference sample 5- 3.775 kgf (usp individual req-2.131 kgf). Batch record review: as a part of further investigation batch manufacturing record was reviewed for code nw2382 lot t0003. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch record review, it has been observed that there was no issue related to the suture quality and processing of this incident lot. Retain sample: five retain samples of incident codes nw2382 and lot number t0003 were retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull test and found to meet the specification. As the complaint is related to performance-breakage suture, knot pull tensile strength test is applicable & measurable parameter. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample was found to be 3.766 kgf and value at the time of finished good release was found to be 3.418 kgf which meets the usp average knot pull tensile strength requirement i.e. Nlt 2.680 kgf. All the individual as well as average knot pull tensile strength values of retain sample and reference sample were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits. The reported incident was one and isolated case for code nw2382/t0003. No other event was reported for same description from other parts of country. Hence, this complaint could not be confirmed. Considering above investigation adequate to address the reported complaint, this complaint is recommended for closure approval. Related to: 2210968-2022-03127, 2210968-2022-03128.